Manufacturer narrative:
. E3: occupation: clinical engineer g4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage in the appearance. The cross-section of the fiber on the gas channel side was discolored red, and the outflow of red liquid was observed. The liquid that flowed out was tested with our protein test paper ("uriace"). It was confirmed that protein was contained. This liquid was likely plasma that had changed to a transparent red color due to hemolysis. The actual sample, after being rinsed and dried, underwent testing for o2 transfer and co2 removal performance in accordance with the product inspection protocol. The measured values were confirmed to meet the factory's specifications. No anomalies were found. [Bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45 mmhg [circulation conditions] blood flow rate: 6 l/min and 4 l/min, v/q:1, fio2: 100% [o2 transfer volume] @6l/min: 392ml/min., @4l/min: 284ml/min [co2 removal volume] @6l/min: 327 ml/min., @4l/min: 234 ml/min. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report was found. Based on the investigation results, it was determined that the gas exchange performance of the actual sample after cleaning met the factory's specifications, and no anomalies were found. Regarding the possible cause of the occurrence, based on our past experience, it was inferred that the decrease in pao2 could be attributed to the following factors. However, the investigation results did not provide a clear understanding of the cause in this particular case. It is possible that the blood properties changed due to some factor, leading to the production of a substance with surface-active properties. This could have disrupted the relationship between the surface tension of the blood and the gas maintained in the micropores of the fiber. As a result, the fibers became hydrophilic, causing plasma leakage. Another possibility is that the plasma leakage may have hindered the contact between the blood and oxygen gas, thereby leading to a decrease in gas exchange performance. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." "Do not use this product for a period in the excess of six hours. Excessive use for over six hours may lead to plasma leak and thrombi formation, which may compromise the gas exchange performance." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that in an emergency case of aortic dissection, there was a decrease in oxygenation and plasma leakage. Approximately four (4) hours after initiating the pump, a wet lung condition developed, leading to a decrease in oxygenation performance. This issue was resolved by conducting gas flushing. Around six (6) hours after the pump was started, poor gas exchange and plasma leakage occurred. Despite setting the oxygen flow rate at 10l and using 100% oxygen, the fao2 value dropped to approximately 70. However, since this occurred while the pump was stopped, a new oxygenator was connected in parallel before initiating rewarming to improve the capacity of oxygenation. Due to the difficulty in stopping the bleeding in this particular case, recirculation (second run) was performed after stopping the pump. However, poor gas exchange was observed following the recirculation. There was no health hazard, and the procedure was completed successfully there was no harm to the patient.